Event description:
It was reported the device demonstrated high outputs and was replaced. During the device changeout procedure, the new device demonstrated oversensing and no pacing output. Three attempts were made to connect the new device, but the device exhibited the same behavior. The new device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.